Event description:
Multiple 24g pivs [peripheral intravenous lines] leaking during appointments in outpatient infusion at site where piv connects to catheter extension set. Piv does not leak when checking blood return but when flushing, piv leaks.